Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection has been performed on the returned sensor patch and no physical damage was observed. Adhesive was not returned so no further investigation could be performed. Therefore, issue is closed. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the abbott diabetes care (adc) sensor. The sensor prematurely detached and the customer was unable to obtain readings. As a result, the customer experienced sweating, not feeling well, shaking and tremors. The customer was unable to self-treat, requiring dextrose provided by the non-healthcare professional for treatment. There was no report of death or permanent impairment associated with this event.